Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37602 (B)(4) determined the battery reached eos or eri without meeting longevity. The cause was unknown. The ins was received in an eos condition. The eos bit was reset with the rx1 lab programmer in order to test the output. There was good stable output on every electrode pair including unipolar mode. Based on the diagnostic data from the ins, this device reached eri in 1.2 months and eos in 2.6 months. A longevity estimate based on settings from the returned paperwork showed it should have lasted 6.8 months to eri and 9.8 months to eos. Per the session history data, the parameter values had not changed from the day of implant. Destructive analysis of the ins found no visual or electrical anomalies with the hybrid circuit. Destructive analysis of the battery did not show any internal anomalies that would have caused premature depletion. Using the battery voltage diagnostic data from the ins, it could be seen that the battery voltage dropped from 3.20 volts to 2.85 volts in approximately 15 hours on the day that this ins was implanted ((B)(6) 2011). It is unknown what caused this large drop in battery voltage except for possible emi exposure at the hospital on the day of implant. Since an emi source cannot be determined and the large battery voltage drop cannot be conclusively determined to be caused by an outside source, the cause is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had two implantable neurostimulators, both of which had reached end of service (eos). No patient symptoms were reported. The battery voltages of the devices were 2.61 volts (for (B)(4)), and 2.71 volts (for (B)(4)). Using a longevity calculator, with the associated battery voltages, it was determined that the neurostimulators should not have reached eos at that time. The program settings for device (B)(4) were: c+; 0-; 3.2 volts; 210 microseconds; 140 hz. Therapy impedance = 330 ohms. The settings for device (B)(4) were: c+; 0-; 3.5 volts; 210 microseconds; 140 hz. Therapy impedance = 298 ohms. Both of the patient's neurostimulators were removed and replaced. There was no injury to the patient. A follow-up report will be filed if additional information becomes available. See also manufacturer report #3004209178-2011-07516 for information related to the patient's concomitantly implanted neurostimulator.